Manufacturer narrative:
OEM manufacture: (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check for not clipping due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: in a follow-up call yesterday, the patient refers mentioned that they had problems with the needle cutter and that it no longer cuts.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/26/2021 h.6. Investigation: customer returned (1) bd safe clip from lot # 7177532. Customer states that it no longer cuts. The returned safe clip was examined and exhibited the cutting hole blocked with needles. The most likely scenario is that the safe clip is full and should be disposed of properly. This can occur during normal use of the product and this issue cannot be confirmed as a manufacturing related issue. Root cause as the observed issue can occur during normal use of the product and the product is likely full.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: in a follow-up call yesterday, the patient refers mentioned that they had problems with the needle cutter and that it no longer cuts.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 7177532. D4: medical device expiration date: na. H4: device manufacture date: 2017-07-14. H6: investigation summary. A video of the customer demonstrating the use of the safeclip was provided. Customer struggled to insert and clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip not trimming needles. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: in a follow-up call yesterday, the patient refers mentioned that they had problems with the needle cutter and that it no longer cuts.